Event description:
Spontaneous report from a pt who used an all-flex arcing spring diaphragm (size 70) for the second time and could not remove the diaphragm 6 hours after use because it was stuck. Another attempt to remove at 12 hours after use was also unsuccessful. The diaphragm was successfully removed 20 hours after use. Three hours after removal the pt developed a fever (9:30 pm) and at 12:00 midnight pt developed uncontrollable vomiting that continued to 3:45am. The pt presented to the emergency room with a temperature of 103.1 degrees, diarrhea, dizziness, red face and neck resembling sunburn. Toxic shock syndrome was suspected and the pt was transferred to the intensive care unit of a larger hospital. Pt was treated with intravenous and oral antibiotics and recovered.

Event description:
Additional information 05-jul-01: physician returned the medwatch form which had been sent to him for this review. A notation of "no changes" was made on the medwatch form.